Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 49 mg/dl. The customer consumed a banana and set a temporary basal rate at 14 percent for an hour to address the bg level. The customer discussed with a healthcare provider about lowering the pump basal rate.